Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt mentioned they met with their manufacturer representative (rep) on the 6th to get reprogrammed and remove staples. Pt mentioned rep did great job at explaining things and reprogrammed the pt to group a,b, and c and each had 4 different programs. Pt stated that group b and c are used for if pt is walking. Pt demonstrated understanding on how to use their controller and adjust settings. Pt mentioned they were unable to change settings on group b and c. Pt mentioned when they want to adjust settings on program 1 under group b and c, they received settings not available cannot provide desired intensity setting. Pt mentioned that program 1 can go down but cannot go up. Pt mentioned their rep had advised to reset controller but that did not solve issue. When asked, pt stated they were unable to adjust the settings since day 1 after they went home. The patient was redirected to their healthcare provider and mdt rep to further address the issue. Pt stated they had their rep contact info and that they will contact them. Additional information was received from a manufacturer representative (rep). The rep reported that the patient was recently switched to dtm programming following one week post-implant and is getting an oor message, screen 59 on their controller "cannot provide desired settings". Rep reports she met with the patient earlier today and switched programming (rep did not specify what programming was set to). Rep states today she was able to increase intensity to 4.5 or 5ma, patient appeared fine, however when the patient went home, they reported they saw the same screen 59 on their controller again. Rep states that prior to today, patient was receiving the oor on 2 out of 3 groups, however she is not sure how many groups patient is seeing it on following today's re-programming. Rep reports today when they checked impedances, electrode 1 was "high", greater than 30,000 and the remaining electrodes were in the 2000s, with the high electrode selected. Rep states they only used one electrode reference. The caller was not with the patient. Technical services (ts) reviewed high impedances and oor messaging, as well as advised rep to meet with patient to look at other reference electrodes. Ts also reviewed having patient meet with their physician if all impedances are considered high. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the electrode being high was not determined. Rep is working on programming on the useful electrodes. Rep will be meeting with the patient soon and the information was not confirmed with the physician/account as the rep will be troubleshooting soon with the patient. Additional information was received from a manufacturer representative (rep). The rep reported that effective therapy was able to be established with the electrode being out of range. The cause of the electrode being high is not known. The patient was re-programmed and the patient states they are getting effective therapy.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.